Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
The tap was returned for evaluation. Visually confirmed the instrument is broken at the base of the radius near the 70mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the radii and diameters immediately below the fracture surface, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. The location and fractographic evidence of the fracture surface, in conjunction with verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l4-5. It was reported that the tap broke along the shaft. The broken piece was retrieved. No patient complications were reported.